Manufacturer narrative:
(B)(4). Date sent: 05/28/2025. D4: batch # 341d79. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with the closing trigger and anvil in the closed position. Also, the knife was noted partially advance, the knife reverse switch was slide forward to return the knife to home position as expected. One gcfrgw reload (b) and two gcfrgb reload(c,d) were present. The reload(b) was received partially fired 1/10, the reload(c,d) were received both fully fired. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event would not reverse button force and would not reverse knife automatic, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch # m9ch9m, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 341d79, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after fired, the knife moved to the distal end but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. The two blue nails were activated normally, and the third white nail could not return knife automatically. There were no adverse consequences to the patient. No additional information can be provided.